Manufacturer narrative:
The device information on the previous report was sent in error.

Event description:
It has been reported that the device is failing self-test.

Event description:
It has been reported that the device is failing self-test.

Event description:
It has been reported that the device is failing self-test.